Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) level. Customer may have also experienced ketones; however, this could not be confirmed. Cause of bg was not known; bg values were not provided. A correction bolus was delivered to address bg. Although requested, customer declined to provide additional information. The customer's clinical diabetes specialist reported that during a follow-up, customer's bg was 133-134 mg/dl.